Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was provided regarding this event. The event occurred during reprocessing. The intended procedure was a colonoscopy. It was completed using the subject device and without delays.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation to correct d9: yes, and e3: nurse. H3 : no, not returned. H4: 26-dec-2007. Correction to h6: device was not returned or evaluated by a field service engineer, "10 - testing of actual/suspected device" should be removed from type of investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the user's understanding of the device handling and reprocessing steps differed from olympus recommendations. The following information from the instructions for use (IFU) pertains to this event: "1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." "3.5 manual cleaning states suctioning steps as aspirating detergent solution into the instrument channel and the suction channels." Olympus will continue to monitor field performance for this device.

Event description:
While an olympus endoscopy support specialist was conducting a repair reduction observation on the evis exera ii colonovideoscope, it was found that the customer was not completing the required suction cleaning steps of the manual cleaning process. The event occurred during an unspecified diagnostic procedure. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation but was evaluated during an onsite repair reduction observation. During the onsite observation, the allegation of insufficient cleaning/reprocessing of subject device was confirmed. The olympus endoscopy support specialist recommended the customer obtain a portable suction unit and use the suction cleaning adapter to complete the required suction cleaning steps of the manual cleaning process. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.